Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced positioning issues. The patient presented to the emergency department with worsening shortness of breath and was sent for a right heart catheterization (rhc) due to pressor requirements. The patient became combative and severely hypoxic requiring intubation. The rhc revealed significant congestion. An impella cp was placed in left femoral artery independently achieving flows of 3.5 liters. The patient still looked poor with severe mitral regurgitation. Without ability to cannulate the right femoral artery, the decision was made with vascular surgery to transition to an impella 5.5 device via the left axillary artery which was successfully completed. The impella cp was removed to cannulate the left femoral artery and the right femoral vein. Three days later, all puncture sites were noted to be bleeding (action to treat was not noted/is unknown). However, hemoglobin and hematocrit were stable and holding. The patient was thereafter noted being transferred to an outside facility for higher level of care. Now four days later, day seven of impella 5.5 support, the patient's delirium had increased with thrashing in bed despite nurses holding the patient down. The patient ripped the impella 5.5 repositioning unit from the suture hub and the catheter became contaminated with impella position in aorta alarms. The impella 5.5 support level was decreased to p-2, and the patient was transferred to the operating room for emergent impella 5.5 removal. It was noted, thereafter, overall, the patient remained hemodynamically stable.